Manufacturer narrative:
(B)(4). Stopper jammed / insecure. Two photos were provided to our quality team for investigation. The photos show a jammed stopper between the barrel and the side of the plunger. The potential root cause of the jammed stopper defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3164160. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309628, batch#: 3164160. It was reported that the bd luer-lok stopper was jammed / insecure. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached on 18dec2024, regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci- stopper separated from syringe plunger on (B)(6) 2024, the reporter, who is the hcp, stated, ¿during preparation for administration, the office placed the filter needle onto the syringe, but noted that the black rubber piece that goes around the plunger had fallen off and was stuck on one side of the syringe. The plunger was unable to be depressed.¿ catalog #: 309628 lot #: 3164160.